Manufacturer narrative:
It was reported that patient underwent laparoscopic uterosacral suspension, anterior and posterior vaginal prolapse repair, graft placement and lysis of adhesions on (B)(6) 2002 due to pelvic support defect. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2002 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of cystoscopy and lysis of adhesions during mesh implantation.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection and incontinence.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.